Event description:
Reportedly, during the follow-up performed on (B)(6) 2012, abnormal coil impedance was observed. An explanation and an estimation of the battery longevity were requested. Preliminary analysis showed that intermittent high svc coil impedance was measured. Recommendations were provided to set (and to keep) the atrial coil (svc) to "no" (to exclude the svc from the shock vector) and to perform follow-ups at 3 month interval to check proper ICD system behavior and proper lead operation.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.